Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited incorrect measurements. No intervention was performed. The patient was in stable condition.